Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it appears when pulling back the device, that the device was likely not deep enough in the anatomy and, therefore, not in the vessel, but in the subcutaneous tissue. It is also possible the patient was thin, and the vessel was pulled and distorted due to excessive pull back; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number, a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venous closure of the scarred, right common femoral vein using the pre-close technique via an 8f sheath hole prior to a watchman procedure. Reportedly, a prostyle was inserted and pulled back fairly far. As there was still some blood flow from the marker lumen, the prostyle was deployed. The sheath was upsized to 15f, and the watchman procedure was completed. After the procedure, the knot was tightened; however, it was noted, the knot was right under the skin. Once the guide wire was removed, there was bleeding. The suture had not properly caught the scarred vein. A z-stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.